Event description:
No additional information was received.

Manufacturer narrative:
The nail was returned for visual and functional testing. Visual inspection confirmed the reported event of corrosion on the nail. Per the reported failure mode, functional testing was not applicable. A review of the device history records (DHR) of the returned unit confirmed that it met all required quality inspection prior to shipment.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that after bone consolidation had occurred and the nail was removed, the surgeon noted that the nail had signs of corrosion. This was particularly obvious around the screw holes.